Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2016 the patient was implanted with a tritanium acetabular cup in his left hip and after a period of time began experiencing discomfort and persistent pain. It is further alleged that in light of worsening symptoms he was revised on (B)(6) 2018 and during the revision surgery the cup was found to be loose with no evidence of bony ingrowth.